Event description:
The customer reported that the images produced were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board was replaced. The system was tested and found to be working as intended and put back into service.